Event description:
It was reported that a stroke occurred. An ekosonic endovascular system was selected for use during a leg peripheral arterial occlusion. Approximately 6 hours into therapy, it was decided to transfer the patient to another facility due removal of stroke emboli in the brain. Tissue plasminogen activator and heparin infusions continued during transport. No further information is known at this time. This report will be updated should additional information become available.